Manufacturer narrative:
Unit was received with currents in specification. Unit passed rewind test, basic occlusion, occlusion, prime/compromised force sensor system, excessive no delivery test, and displacement test. Unit had minor scratched lcd window, cracked case near display window corners, cracked battery tube threads, cracked reservoir tube lip, and cracked lcd window.

Event description:
The customer reported via phone call that she believed her blood glucose level was around 400 mg/dl. Troubleshooting was declined. The insulin pump's screen and battery compartment had cracks and scratches. The customer was advised that the device would be replaced and agreed to return the product for analysis.